Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer stated "foreign matter in msn package."